Event description:
Reporter stated user wheeled himself into the shower and the right side wheel broke off and user fell. No injuries were reported.

Manufacturer narrative:
This product is no longer manufactured by sunrise medical. Unable to obtain any additional information from distributor.